Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Add'l info was requested from the implanting surgeon by fax and mail on 12/13/2006, and phone follow-up was conducted nine days later. A completed questionnaire was received on 01/02/2007.

Event description:
A consumer reports she has a ring of blurriness in her distance vision following bilateral intraocular lens implant surgeries. The pt reports she has tried glasses and drops to constrict her pupils with no improvement. Follow-up info provided by the implanting surgeon indicates the pt first complained of a "film" over her eyes when reading in 2006, and then three months later, she complained that her vision was not good on overcast days (takes time to focus). Four months later, the pt is happy with her near vision, but continues to be unhappy with her distance vision. The surgeon states lenses are in perfect position (ou) and he does not think there is anything wrong with the lenses. A trial of 1% pilocarpine was conducted with no reported benefits. The surgeon has offered to exchange the lenses with monofocal lenses, but the pt refused this option. MDR# 1119421-2007-00002--od--right eye. MDR# 1119421-2007-00003--os--left eye.